Event description:
Ous MDR - it was reported that the stent got stuck when deployed partially. Secondary release was used, the stent was deployed but malpositioned. Also used during the procedure: terumo guide wire and terumo 8f introducer sheath.

Manufacturer narrative:
Treated was a calcified lesion in the proximal sfa. After pre-dilatation, the pulsar-18 was positioned inside the lesion. Release was initiated, but the trigger stopped working when the stent was partially released. The stent was completely released with the secondary release by using force. However, the stent was misplaced. Due to disposal of the stent delivery system at the hospital, no technical investigation on the device could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The angiographic material shows a pre-dilatation in the prox. Sfa. Next, the partially released stent is visible. The release of the stent is not documented. The first cm of the stent was released without a stent deformation. The deformed portion of the stent is visible. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the manufacturing history verified that the instrument detailed above was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.